Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed due to poor contact. The exterior of the device was also found damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the high definition lcd monitor's power did not turn on during an unspecified diagnostic procedure. Additionally, it restarts without permission. The procedure was completed with no delay using another monitor. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "restart is repeated abt the screen can not be seen" and the event "it is not activated" occurred due to defective contact failure of the power supply printed circuit board and cable. Olympus will continue to monitor field performance for this device.